Manufacturer narrative:
Date sent 10/12/2004.

Event description:
It was reported that the 4-40 stud was found broken off of the handpiece. The case was completed with another same like device. There was no pt consequence.